Manufacturer narrative:
A ge rep evaluated the system, and replaced the single board computer and associated hardware. System operates as intended.

Event description:
Customer reported a data error. No pt injury was reported.